Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Onsite investigation was preformed by the area representative who was able to get the instrument to verify when perpendicular to the divot. The rep also held it in the same position as the surgeon held it during the procedure and saw that although it was 1.6 mm from the divot, it would not verify. This was at 52 degrees instead of 5 degrees like the rep was holding it prior. The reported instrument was not returned to manufacturer for analysis, therefore, no findings are possible.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the straight suction instrument had to be manipulated to verify. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the surgeon has since been able to verify the suspect suction without issue. Therefore, the suspect instrument will not be returned to the manufacturer for evaluation.